Event description:
The international customer reported that the unit was vent inop due to post timer/24v failure. The philips field service engineer confirmed there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).